Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's insulin pump powered off even though the battery indicator showed a full battery. The customer stated the issue was resolved by a battery change. The customer's blood glucose levels are unknown. Troubleshooting was declined. The product is not being returned. Nothing further was reported.